Event description:
It was reported that the customer passed away after having a heart attack. It was stated that the customer had blood glucose levels greater than 200 mg/dl at the time of her death, but had been also experiencing low blood glucose levels. It was stated that the customer was wearing the insulin pump at the time of death. The caller stated that she did not have the insulin pump with her to return for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.